Event description:
The patient only felt stimulation sensation in certain positions and believed that 'a wire or connection was not right.' The changed stimulation had been occurring for about a week. There was no known incident or accident related to the event. The implantable neurostimulator was fully charged. The patient programmer communicated with the device. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).